Manufacturer narrative:
Correction: the previous or initial MDR submitted on april 11, 2017 was filed inadvertently. The device was another manufacturer's and not a cochlear device. This report is filed on may 25, 2017.

Manufacturer narrative:
Patient, device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic the patient experienced headaches with device use resulting in the decision to explant the device on (B)(6) 2017. Additional information has been requested but has not been made available.